Event description:
It was reported that the colonovideoscope displayed a b30 scope communication error message. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 incompatible scope error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error was corrosion of the plug unit. The most likely cause of the e315 error was a defective light guide plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.